Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found no anomalies.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a grey battery longevity bar during an initial interrogation. The crt-d was not used. There was no patient involvement.